Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient could not communicate with the ipg using the charger. The patient lost stimulation approximately a year ago; however she was unable to notify the physician due to personal issues. It is unknown if the patient failed to recharge the ipg at some point. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which the ipg was explanted and replaced.